Manufacturer narrative:
Additional information was received on the event. The patient was a (B)(6) male (B)(6). The hematoma was at the puncture site. The patient fully recovered with no residual effects. The patient did not require extended hospitalization. There was no product malfunction reported. The physician¿s opinion regarding the cause of this adverse event is that it was procedure related. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17235885m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation on (B)(6) 2015 with a navistar rmt thermocool catheter and suffered a hematoma that was discovered 12 hours post-procedure requiring blood transfusion on (B)(6) 2015. It was reported on (B)(6) 2015 that the patient recovered. The physician commented that the cause of the event was not related to biosense webster products. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.